Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged the label concerning the ir window looked worn. The reporter was unsure if the label was actually worn. The reporter denied any physical damages to the ir window. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-dec-2018 with the following findings: a visual inspection of the pump revealed the pump was cracked between the case seal and the ir window. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.